Event description:
It was initially reported that on (B)(6) 2013, the autopulse platform was used on a patient who was about (B)(6) pounds and worked fine. After the patient was removed from the device, a small hairline crack was discovered running on the opposite side of the screen. No patient sequelae was reported. Manufacturer determined that this event was not a reportable malfunction as it was not considered to be a safety hazard and there were no reports of patient/user safety issues. The platform in complaint was subsequently returned to the manufacturer for investigation. Upon review of the archive data, it was observed that multiple instances of the following user advisory (ua) faults were confirmed to have occurred on the reported event date of (B)(6) 2013: ua 2 (error communicating with battery controller), ua 8 (motor controller fault detected) and ua 45 (not at home position after power-on/restart).

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. Investigation results as follows: visual inspection was performed and confirmed the top cover was cracked, thereby confirming the reported complaint. A definitive root cause for this damage could not be determined. Functional testing was performed and the unit met requirements. A review of the archive was performed and multiple instances of the following user advisory faults were confirmed to have occurred on the reported event date of (B)(6) 2013: ua 2 (error communicating with battery controller), ua 8 (motor controller fault detected) and ua 45 (not at home position after power-on/restart). A definitive cause for these faults was not determined based on the evaluation of the returned platform. In summary, the reported complaint of cover/display damaged was confirmed based on visual inspection, however a definitive cause could not be determined. The review of the archive confirmed multiple instances of ua 2, ua 8 and ua 45 occurring on the reported event date. A definitive cause for these faults also could not be determined.